Event description:
It was reported the pump alarmed check clutch error. No patient involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found that the tamper seals were broken as well as the left plunger case. A review of the event history log found a check clutch plunger lever error. During the functional testing, the error was able to be duplicated. The root cause was found to be the contamination on the broken left plunger case. All plastic parts of the plunger head were replaced as well as the clutch lead screw and spring. Other unrelated repairs include the damaged force sensor, worm coupling and worm gear, lcd and lcd cable connection. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.